Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that none of the buttons were working properly. The customer's blood glucose was 191 mg/dl at the time of incident. The customer stated that the keypad stopped working twice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent act button response due to moisture damage at the keypad traces. The pump also had a cracked case at the display window corners, and minor scratches on the lcd window.